Manufacturer narrative:
Batch review performed on 27 december 2019. Lot 1900862: (B)(4) items manufactured and released on 17-jun-2019. Expiration date: 2024-05-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: ball heads: cocr 01.25.011 cocr ball head 12/14 ø 28 size s -3.5 (k072857) lot. 1903461. Batch review performed on 27 december 2019. Lot 1903461: (B)(4) items manufactured and released on 25-sep-2019. Expiration date: 2024-09-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 23 days after primary surgery, due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the bipolar head 45mm/28 and 28mm cocr head s. The surgery was completed successfully.